Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. Can you please clarify what is the specific allegation of the reported device? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction? The torque just does not work anymore, does not engage. B. Was there a surgery delay? If yes, what was the duration of the delay? Na.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the handle's torque will not work anymore.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary torque will not work anymore. The product was returned to depuy synthes for evaluation. Visual inspection revealed that the metal ring of the quickset ratchet scdr hdl had fell apart from the ratchet mechanism. Additionally, the ratchet control cap was found loose at site. With the information provided is not possible to determine a potential cause at this moment. Potential cause for loosening can be traced to a component failure, as condition may had happened as a consequence of the metal ring damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using a laboratory test sample. Ratchet mechanism could grab the device sample, however the ratchet control cap was found loose at site, as a consequence of the observed damage. The overall complaint was confirmed as the observed condition of the quickset ratchet scdr hdl would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.